Manufacturer narrative:
Correction: the date device returned to manufacturer was documented as december 18, 2017 in the initial report. The date has been updated to december 08, 2017. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which noted that the device failed the quick saw blade coupling check because the piston packing (o-ring) was starting to come off. During repair the following was observed that the piston packing (o-ring) was starting to come off. The assignable root cause was determined to be due to normal wear from use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during device cleaning, the o-ring was slipping out of the end of the sagittal saw attachment device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.